Event description:
The incision was enlarged to accommodate the inserter.

Manufacturer narrative:
Inserter tip appeared larger than usual. There have been no other reports on this lot number for this reason.